Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, while using the screwdriver bit in question for the first time after purchase, the veterinarian found that the screw did not advance at the time of screw insertion. When the veterinarian checked the screwdriver shaft, it was found to be ¿twisted.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; the edges of the driver tip warped and twisted in a direction consistent with insertion of a screw. All of the screwdriver flanges are twisted and permanently deformed in a manner suggesting that the device was over torqued during insertion. The review of the production history revealed that this screwdriver w/holding sleeve was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The lot in question conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings it can be assume that high applied mechanical force during screw insertion led to this deformation. For mechanical insertion use the corresponding torque limiting attachment should be used in order to prevent over-tightening and ensures that the locking screws are securely locked into the plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but it has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: article manufactured as article (B)(4) with lot 8472571. Manufacturing location: (B)(4) - manufacturing date: august 30, 2013 no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.